Manufacturer narrative:
The event of cellulitis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is cellulitis. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side cellulitis. Device was explanted.